Manufacturer narrative:
The technician found the nuts holding the side rail weldment bracket to the bed are loose. The technician replaced the nuts that hold the side rail weldment in place to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No pt impact.